Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 200 mg/dl and a high ketone level; cause was not known. Insulin was administered via manual injections to initially address bg. The customer was subsequently admitted to the emergency room (ER) and was treated with intravenous saline and insulin fluids. A system check was performed, and no issues were observed with the pump, pump supplies, or the insulin in use at the time of the event. Customer was released from the emergency room (ER) on (B)(6) 2022 with the issue resolved and no permanent damage.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.